Event description:
Blurred vision after implant of wrong diopter lens [vision blurred] case description: spontaneous serious report, report received via a pharmacia & upjohn sales rep in which a physician implanted a ceeon lens model 812c/12.5(d) into a woman's left eye after performing a cataract extraction in 1999. The woman returned to the physician's office for a postoperative exam and the physician found on exam that the wrong lens had been implanted. According to the physician, prior to the lens implant, verification of the lens/power was performed by 5 check points. The physician believed that the "breakdown" occurred between removing the lens from the package and placing it on the sterile field. In 1999, this resulted in the explant of the initial iol and implant of the appropriate iol. The physician also believed that the lens packaging was incorrectly labeled. The physician reported a streak retinoscopy of +6 and dry refraction of +6 and dry refraction of +6 for 20/20. On 17 nov 99, a pharmacia & upjohn physician determined the woman had blurred vision due to anisometropia. The iol was returned. The investigation revealed the lens to be an 812c/12.5 diopter lens and concluded that the iol was in compliance with batch records and further, in particular the label info, no deviations could be found. No labels were returned by the user. No further info is expected.